Event description:
The customer reported an alarm during normal use. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a problem with the mother board. Unable to perform the displacement test due to the alarms.